Manufacturer narrative:
No (B)(4) has been initiated for this issue. Model rha450-1 boom for the 9805 lift - serial number/date (B)(4) is approximately 8 years and 7 months old. The user manual part number 1024492 was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Event description:
Patient was being transferred to a rolling recliner when the hydraulic arm, which was allegedly in the locked position, allegedly dipped down and hit one of two caretakers in the head. The hydraulic arm then allegedly popped back up causing the end user to come out of the lift. The second caretaker allegedly braced the end users fall. After the incident, one of the caretakers allegedly noticed that a screw & bolt were loose on the lift. She tightened both and called the dealer who is coming out to repair the lift. Injury is alleged.